Event description:
My dad was (B)(6), he had two areas of cancer (colon and near rectum) that had to be removed but they were early stages and did not require chemo or radiation. He was healthy and still worked as a supervisor for the federal government. He wasn't sick and had no symptoms going into surgery. He wasn't taking any meds prior to surgery. On (B)(6) 2016, he had robotic surgery at (B)(6) hospital in (B)(6). Surgery was scheduled for 7 hrs, but took 9 hrs. On (B)(6) 2016, emergency surgery was performed to repair leaking ileum due to nipped equipment. By this time, his organ were having problems. On (B)(6) 2016, another emergency surgery. On (B)(6) 2016, my father died. What is interesting, I sent a mass email to my job reaching over 100 people to explain what happened to my father to avoid questions. There was a co-worker that lost her father from robotic colon surgery in (B)(6) 2 yrs prior. She explained the doctor nipped an area and they had to go back into surgery to fix it. He later died; 7 days later. Please help us. This is wrong and so very sad. My father's last words, "they messed up". It's heartbreaking because he suffered in pain while the doctors tried to figure it out. Our doctor had 28 yrs of experience, but only 1 year experience of robotic surgery.